Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device keeps getting plunger sensor error. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a chipped top case, cracked plunger case, and the plunger seal to be out of position. A 'check syringe plunger sensor' was revealed in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the nonfunctional flippers were the root cause. The device was cleaned, greased, calibrated the pump passed all functional and delivery tests. The service history review had no indication that the complaint was related to a service of the device within the review period.